Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is fractured along the tip, rendering the device inoperative. The device shows signs of extensive use. The clinical/medical evaluation concluded that this case reports all pieces of the tip of the short hexdriver were extracted from inside of the patient. Based on the limited information provided, the root cause of the reported breakage cannot be determined. According to the report, there was no significant delay and the procedure was completed using a smith and nephew back up device. Since there was no patient harm reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant clinical information be provided this complaint would be re-assessed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case (B)(4). (B)(6).

Event description:
It was reported that during an internal fixation surgery, the tip of the short hexdriver broke while in use inside the patient. There was no significant delay and the procedure was finished using a smith & nephew back up. Patient was not harmed.